Manufacturer narrative:
(B)(4). Batch # n57642. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the transection taken in one or multiple firings? Can you please describe the formation of the staples? What is the current patient status?

Event description:
It was reported that during an unknown procedure that surgeon a denuded the rectum and the surgeon b placed the contour across the rectum. Surgeon b as he closed the closing trigger also started to close the firing trigger. This was noted by surgeon a and he told surgeon b to stop but by then surgeon b had closed the closing trigger. Then they debated whether the device could be fired. At this point, there was space to put another like device below but they believed that if the device had started to fire then the safety lock out would come into effect and the gun would not be able to be fired. Surgeon b squeezed the firing trigger and the device fired. The device was opened and it had cut the rectum and staples had formed but not perfect. A circular stapler was used to anastomose the rectum (it was a tight anal canal but a big rectum which would have taken a 33 diameter but due to the size of the anal canal a 29 diameter was used) 2 complete donuts were formed. The circular stapler only removed part of the device's staple line and when a leak test was performed it was found there was a hole. The hole was repaired by under running with 3-0 pds. The leak test was performed 2 more times to check and no leak was detected. Surgeon a decided to give the patient a temporary ileostomy and also placed a rectal catheter. The customers complaint is that the safety lock out should have prevented the contour from being fired. Another device was used to complete the procedure.